Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the customer reported issue of damage to the yellow connector. Upon inspection the yellow connector was found to be broken. Fse replaced the yellow connector according to original equipment manufacturer instructions. Fse also replaced internal water filter and disinfected lines. Fse reviewed log file reviewed with no known issues observed. Fse verified functionality by running one complete cycle with no issues noted. Software attributes were verified. Electrical safety test was completed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Field service engineer (fse) went on site to evaluate and repair the customer reported issue of damage to the yellow connector. Upon inspection the yellow connector was found to be broken. There is no reported harm to any patient. This medwatch is being submitted for the reportable issue of the broken yellow connector observed during fsse evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken yellow connector likely occurred from excessive stress being applied to the connector toward the loosening direction or by coming in contact with something hard. The following information is stated in the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-dec-2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.